Manufacturer narrative:
Five sample units belonging to lot number 7027714 were received for evaluation by our quality engineer team. A device history record review did not reveal any quality issues during the production process that could have contributed to this incident. Foreign matter was observed on the returned samples and the foreign matter was analyzed through fourier-transform infrared spectroscopy (ftir). Through the ftir analysis, the foreign matter was identified as cellulose propionate, which is the same material as the angiocath hub component. It has been determined that this incident resulted from a failure within the hub molding system. During the molding process of the hub component, an error occurred which burnt part of the hub component before it was ejected from the mold. Based on an evaluation of the frequency and severity of this defect, further action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a bd angiocath IV catheter has a black discoloration that looks like mold. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter has a black discoloration that looks like mold. There was no report of exposure, serious injury or medical intervention.